Event description:
An air shields pm-78-1 infant warmer caught fire. Most of the fire damage was external and confined to the area in which the power cord connects to the warmer. Internal damage was due primarily to the heat generated, and the only affected part was the receptacle (slightly distorted). No other components internal or external to the unit were affected.